Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder stopped working halfway through the procedure. The company representative was present during the procedure, so he instructed the harvester to take out the device and test it on gauze. The device passed the test but when it was placed inside the patient, it wouldn't cauterize again. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that there were no non-conformities and minimal signs of usage. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not generate steam upon turning on the power supply. Based upon the functional test, the reported device failure "device stopped working" was confirmed. A device lot history review was performed and there were no non-conformities that could have attributed to the reported failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).